Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was seeing the ¿setting not available¿ screen on their controller. The caller stated that they initially set up the patient with a simple program pair a week ago. They stated that group a programs were the same, just using different contacts. The following were the programs: 1 2.8ma 360usec 40hz 2 2.8ma 360usec 40hz the rep stated that they met with the patient yesterday and the patient stated that they were not getting the coverage that they needed so the rep implemented b3 and c which had the following settings: b3 2.6ma 220usec 225hz c they stated they copied a1 a2 into c1 and c2 and then copied b3 into c3. The rep noted they had to drop the rate for the c1/c2 to 28hz. The caller also dropped a1 usec to 220usec yesterday. The rep stated that the patient called them today and reported seeing the ¿setting not available screen¿ and technical services reviewed that this could not be fixed over the phone, the patient would need to be reprogrammed. Symptoms reported were back pain. The issue of the patient¿s back pain not being covered occurred since implant on (B)(6) 2019 and the oor message occurred on (B)(6) 2019. Additional information was received on 03/08/2019 from the health care provider (hcp) via a manufacturer representative reporting that electrode 11 was not working. It now had a red x for lead connectivity and impedance. It had been working fine on (B)(6) 2019. It was noted that they programmed around #11 and the system was working for the patient now. The settings not available was resolved. They were getting pain relief in their legs but not their back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that electrode 11 had impedances that were greater than 40,000 ohms. The patient¿s weight at the time of the event was not available. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.